Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms noted. Moisture damage noted on electronic assembly during visual inspection. Unable to confirm no delivery alarms due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.